Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was kayaking while wearing his insulin pump and he fell in the river; the customer removed the battery and allowed it to dry and the device continued to function normally. However, the customer could see moisture on the insulin pump. The patient's blood glucose at the time of incident was 96 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with moisture damage on the lcd board. However, the pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump had a cracked case at the display window corner, a cracked belt clip slot and minor scratches on the display window.